Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced infusion set cannula did not stick well and fell off during shower at buttocks, which cause the patient blood glucose elevated to 223 mg/dl. No further information available.